Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 407652 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range low impedance on the superior vena cava (svc) coil. An interrogation report observed that the rv coil also had low impedance. Subsequently, a lead integrity alert (lia) triggered high short interval counts (sic) and high rate non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.